Event description:
During laparoscopic procedure a shiny item was seen at the end of the procedure it was a piece of metal that had been removed from the patient. It was found to have fallen out of a stryker 10mm 30deg scope. All other instruments used for this case were inspected for damage; nothing found. Manufacturer response for 10mm 30deg laparoscope, (brand not provided) (per site reporter): they are investigating.